Event description:
Ventricular events appear to be falling in blanking/refractory at times possibly causing excess ventricular pacing and delaying detection. Device appears to be undersensing on atrial and ventricular lead. Unable to confirm rv capture on stored egm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154864.